Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10 mm x 2.00 mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon initial inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.